Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the patient experienced pain due to dislodged magnet during an MRI (strength unknown). However, the clinician did not follow the manufacturer's instructions for use of MRI. The magnet was replaced under a general anesthesia on (B)(6) 2023. The implant remains.